Event description:
In 2008, the pt was implanted with gore excluder aaa endoprosthesis. Two months later, infolding of the landing zone in the right common iliac artery was reported. The pt experienced an invagination of the limb of the device, which was deployed distally into the right external iliac artery with a diameter of 8.5 mm. The device was oversized for the artery. The pt is asymptomatic and will continue to be monitored prior to any reintervention. Films have been rec'd at gore eleven days later, for evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The pt experienced an invagination of the limb of the device. Trunk-ipsilateral leg component (pxt261416/05409396), which was deployed distally into the right external iliac artery with a diameter of 8.5 mm. The device was oversized for the artery.